Manufacturer narrative:
A medtronic representative (mr) went to the site to test the equipment. Testing revealed that the collimator would not home during boot up thereby producing a collimator error and the collimator would not initialize. The mr cleaned the collimator gears free of debris to allow them to smoothly open and close. This cleared the collimator error during bootup then the system was fully functional. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the collimator was initializing, stuck and would not move. There was no patient present when this issue was identified.